Event description:
Customer reported an incident of hyperglycemia requiring professional medical treatment within 24 hours of attempting and being unable to use her aviva system due to error within specifications. A request was made for the return of the system, and a replacement was sent.